Event description:
A 6f angio-seal sts plus was selected for closure, following a coronary angiography, performed due to lower extremity pain. The next day, the pt had a cool foot with pain and went to the dr's office for an arterial ultrasound. The ultrasound revealed a complete occlusion of the right common femoral artery. A resection of an atherosclerotic segment and an embolectomy with removal of thrombus in the right femoral artery utilizing a gore-tex tub graft were performed. The pt has been discharged and is in stable condition.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.